Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00827. It was initially reported to boston scientific corporation that two cre wireguided dilatation balloons were used during an colonoscopy procedure for a post surgical stricture occurring (B)(6) 2010 on a male patient over the age of (B)(6). According to the complainant, during the procedure the first cre wireguided balloon burst at 7atms of pressure. A second cre wireguided balloon was used and this balloon burst during the procedure at 9atms of pressure. Additional information received from the complainant confirmed that no pieces of either balloon detached inside the patient. The procedure was completed with a third cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be "fine"

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Investigation results: a review of similar complaints for lot number 13125962 was carried out using gcs2 and no similar complaints were found. A visual analysis of the returned device found a longitudinal tear in the balloon. There was no other damage noted on the device. The condition of the returned complaint device is consistent with the event description that the balloon burst. Through evaluation of the returned device and the event description the most probable root cause assigned to this complaint is operational context. (B)(4).

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00827. It was initially reported to boston scientific corporation that two cre wireguided dilatation balloons were used during an colonoscopy procedure for a post surgical stricture occurring (B)(6) 2010 on a male patient over the age of 18 (patient's exact age and weight are unknown). According to the complainant, during the procedure the first cre wireguided balloon burst at 7atms of pressure. A second cre wireguided balloon was used and this balloon burst during the procedure at 9atms of pressure. Additional information received from the complainant confirmed that no pieces of either balloon detached inside the patient. The procedure was completed with a third cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be "fine"